Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sutures failed to hold requiring the patient to participate in multiple physical therapy sessions in an effort to close the wound with minimal scarring and damage.